Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found the drawer 4 reported a failed to close error and would not open during recovery, prompting inspection of the rear panel where the inseparable magnet was found missing. The fse replaced the latch inseparable to resolve the issue and drawer 4 was successfully recovered in hardware testing. However, upon reboot, drawer 5.1 showed as not detected on the bus then the back panel inspection revealed all lights normal, so the station was powered down again and the cables to drawer 5.1 were reseated. After restarting, the drawer 5.1 failure cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 failed and an error message indicated that the drawer would not stay closed. The customer attempted to recover the hardware failure; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.